Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose level was 54 mg/dl. Customer¿s other blood glucose level were 70 mg/dl and 80 mg/dl. Customer declined troubleshooting for low blood glucose. Sensor glucose value that triggered suspend event was 70 mg/dl and 40 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 80 mg/dl. Customer stated that the insulin delivery was suspended due to sensor glucose. Customer stated that there was very little blood on sensor one time and lancet device was broken. The sensor will not be returned for analysis.